Event description:
It was reported that the screwdriver's tip was broken about 1.4 cm. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visually confirmed approximately 4 mm of the instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload.